Manufacturer narrative:
The ge service rep conducted an on site investigation. The circuit boards were reseated. The power supply was checked and the calibration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed poor image quality. No pt injury was reported.